Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H2 should only be marked as 'additional information' not a correction. Additional information added to fields d4 (primary unique device identification (UDI) number), h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, failure of the printed circuit board was confirmed, therefore it is presumed that due to failure of the printed circuit board, the phenomenon ¿the image is not displayed¿ occurred. Olympus will continue to monitor field performance for this device.